Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the observed issues could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of standard value. Foreign objects were found in the nozzle due to insufficient cleaning. Water tightness was lost due to a crack on the up/down knob. The adhesive on the bending section cover had a chip, the adhesive on the bending section cover had a crack. The scope cover plate was peeling. The image guide protector was damaged. The adhesive around the objective lens was peeling. The light guide lens had a crack. The plastic distal end cover had a burn, and due to the burn on the plastic distal end cover, the insulation resistance value at the distal end no longer met the standard value. The forceps channel port was found shaved. The protector of the universal cord on the control section side had a scratch. The protector of the universal cord on the scope connector side had a scratch. The scope cylinder had a scratch. Switch 1 had a scratch. The control unit was found shaved. The paint on the scope cylinder was peeling. The connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had poor angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.